Event description:
The customer received questionable ion selective electrode results for three patient samples. Of the data provided, only the chloride (cl) result for one patient was discrepant and reported outside of the laboratory. The initial cl result was 121 mmol/l, which was reported outside of the laboratory. The sample was then repeated twice on the same analyzer. Both runs generated results of 101 mmol/l. The customer deemed the repeat result to be the correct result and a corrected report was issued. There was no adverse event. The customer noticed that there was some air in the potassium chloride (kcl) line. The lot number for the cl electrode in use was not provided. The field service representative found air bubbles in the reference solution delivery. He replaced a valve on the sipper flow path and cleaned the reference solution valve. He also cleaned the ion selective electrode (ise) cartridges and pinch valve; and primed the solutions. The field service representative performed precision checks. The customer performed calibration and qc; which were within the customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.